Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. A steerable guide catheter (sgc) was inserted into the left atrium (la), and negative pressure was applied while the dilator and stiff wire were removed. However, immediately after removal, air was trapped inside the sgc. Aspiration was then performed. Troubleshooting was performed, but the issue continued to occur, and air was noted in the patient anatomy. Therefore, the sgc was removed from the patient. It was noted that the patient was monitored for awhile, and after determining that there were no issues, a new sgc was then inserted, and the procedure was continued. One clip was then inserted and deployed on the mitral valve, reducing mr to a grade of 1-2. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported loss of fluid column was unable to be determined. The reported air embolism was likely a cascading effect of the reported leaking clip introducer. The reported patient effect of air embolism, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. A steerable guide catheter (sgc) was inserted into the left atrium (la), and negative pressure was applied while the dilator and stiff wire were removed. However, immediately after removal, air was trapped inside the sgc. Aspiration was then performed. Troubleshooting was performed, but the issue continued to occur, and air was noted in the patient anatomy. Therefore, the sgc was removed from the patient. It was noted that the patient was monitored for awhile, and after determining that there were no issues, a new sgc was then inserted, and the procedure was continued. One clip was then inserted and deployed on the mitral valve, reducing mr to a grade of 1-2. There was no clinically significant delay in the procedure.